Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; h2; h3; h6: h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as the reported rotator cuff arthropathy has a root cause unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision to a reverse shoulder arthroplasty approximately 10 years and 6 months post-implantation due to loosening of the glenoid component, with rotator cuff deterioration rendering the anatomic construct nonviable. The glenoid implant reportedly became loose over time. Because the implanted anatomic humeral stem was non-convertible, all components, including the humeral stem, were removed to facilitate conversion to a reverse shoulder replacement.

Manufacturer narrative:
(B)(4) g2 : foreign: australia. H6 : component code: proposed component code: mechanical (g04) - head. Customer has not indicated if the product will be returned to zimmer biomet for investigation; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenoid implant became loose over time. Also, the rotator cuff deteriorated. Therefore, anatomic shoulder was no longer viable and required removal of all components including stem to revise to a reverse shoulder replacement. Attempts have been made and additional information on the reported event is unavailable at this time.